Manufacturer narrative:
No product was returned for investigation. The photo received shows a severed catheter that had been pulled from a patient, next to a good part to show the length of the catheter pulled from the patient is approximately the same as the device that had been used on the patient; thereby confirming the event. Without the return of the device a probable root cause is unable to be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Per instructions for use (IFU), clinicians should avoid the use of scissors or sharp instruments near i.v. Catheters as it may result in cutting/severing the catheter tube. It is important to note that catheter severance can be attributed to practices not supported by the infusion nurses society standards of practice. These types of practices include, but are not limited to: reinsertion of the needle during initial IV placement. Placement of the IV in a joint of flexion where the catheter will be subject to repeated bending/kinking use of scissors to cut tape when removing an IV catheter may result in inadvertent cutting of the catheter.

Event description:
It was reported that patient had nausea and vomiting and had an intravenous (IV) put in for blood work and medications. The patient then presented with redness to the left hand where IV had been. Tenderness and pain to area. Upon inspection, there was a small area that was rollable and palpable cannula in hand. The physician cut into hand and pulled out a small 7cm tube. There was patient involvement, and no patient harm.